Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient receiving dilaudid 15mg/ml at 4.6 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that at a scheduled dye/rotor study on (B)(6) 2018, the patient reported and the managing physician confirmed that at the most previously refill (date unknown) there was 8cc less drug than what the programmer reported should be available. The patient reported no ¿overdose¿ symptoms. The patient reported withdrawal symptoms and according to the patient and confirmed with managing physician the pump was virtually empty at the scheduled refill. When following up with the managing physician, it was noted that at the previous refill there were 5cc less than expected and at the refill prior to that there was 1.5cc less than expected. During the dye/rotor study on (B)(6) 2018, the catheter aspirated easily and the rotor study indicated the rotors were turning as expected. The logs were reviewed and there were no alarms or stalls. It was unknown if any environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention did not occur and was not planned. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the clinic was going to refill the pump, reprogram it, and monitor it for additional volume discrepancies. The cause of the volume discrepancies was unknown. The pump was still implanted and operational. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at the refill (B)(6)2017 the pump was filled with dilaudid 15mg/ml at 4.502/day and baclofen 10mcg/ml at 3.001/day. The expected residual volume was 7.3ml and the actual residual volume 6ml. The actual volume filled into the reservoir was 20ml. At the refill (B)(6)2017 the pump was filled with dilaudid 15mg/ml at 5.347/day and baclofen 10mcg/ml at 3.565/day. The expected residual volume was 7.1ml and the actual residual volume 2ml. The actual volume filled into the reservoir was 20ml. At the refill (B)(6)2018 the pump was filled with dilaudid 15mg/ml at 5.347/day and baclofen 10mcg/ml at 3. 565/day. The expected residual volume was 8.0ml and the actual residual volume 0.2ml. The actual volume filled into the reservoir was 20ml. No further complications were reported.